Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2022 on a direct tested nasal kitted swab. Repeat testing was performed with the same swab and the result was negative. A third test performed on the patient with a new sample provided another negative result. Confirmation testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Pending results of investigation.

Manufacturer narrative:
Additional information: d3, d9. Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1061823 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1061823 and test base part number 190-430 / lot 1061823. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1061823 showed that the complaint rate is 0.007 %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.